Event description:
I received the essure implants in (B)(6) 2012, three months after giving birth to my second child. The doctor who placed the essure was dr (B)(6) with (B)(6). I received the necessary contrast x-ray to confirm blocked tubes (B)(6) 2013. This was performed at (B)(6) due to our family moving out of (B)(6). The hsg was ordered by my new obgyn, (B)(6) with (B)(6). The radiologist confirmed that my tubes were completely blocked. In (B)(6) 2013, I had a positive home pregnancy test. After going to my doctor out of shock she confirmed the pregnancy via ultrasound. I was 6 weeks pregnant. I am currently 29 weeks pregnant and seeing both my obgyn, as well as a maternal fetal medicine specialist due to the high risk nature of an essure pregnant, combined with gestational diabetes and high blood pressure. My maternal fetal medicine specialist is dr (B)(6) with the(B)(6). He contacted the makers of essure to obtain what information he could regarding the risks or precautions during pregnancy after the essure implants. He never received any info back.